Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following data was provided: (B)(6) 2024 , sid (B)(6), initial result was >64.35 pmol/l additional laboratory data was provided for the sample: tsh = 1.42 uiu/ml. The physician questioned the result and the patient was redrawn: sid (B)(6), initial result = 35.30 pmol/l, repeat = 39.49 pmol/l. Additional laboratory data was provided for the sample: tsh = 1.34 uiu/ml . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and discovered the sample arc, probe was bent and the arc tbg/sn (B)(6) was loose and off its fitting. Service replaced both the sample arc, probe and rv diverter, load asm, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no subsequent false elevated free t4 results have been reported since the current issue was identified. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify any trends. A review of tracking and trending for the arc, probe or the arc tbg/sn (B)(6) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) or the arc, probe and the arc tbg/sn (B)(6) were identified.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was >64.35 pmol/l. Additional laboratory data was provided for the sample: tsh = 1.42 uiu/ml. The physician questioned the result and the patient was redrawn: sid (B)(6) initial result = 35.30 pmol/l, repeat = 39.49 pmol/l, additional laboratory data was provided for the sample: tsh = 1.34 uiu/ml . No impact to patient management was reported.